Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
Based on the implant sheet it was determined that device involved in the reported event is not a stryker product. Stryker product was implanted after provided event date.

Event description:
Patient stated he had three aspirations after primary surgery of his left hip. Patient was experiencing swelling and elevated metal levels. This event is reporting second aspiration.

Event description:
Patient stated he had three aspirations after primary surgery of his left hip. Patient was experiencing swelling and elevated metal levels. This event is reporting second aspiration.